Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 450 mg/dl. Customer also had blood glucose of 625 mg/dl. Customer stated that she had some leaking with some of her infusion sets. The customer was treated with manual injection and the insulin pump. Insulin pump will not be returned for analysis.